Event description:
Information reviewed indicated that there was an error code displayed of a ¿finger pointing to the little round thing¿. It was also noted that a poor communication screen was seen. It was noted that patient was not feeling stimulation and the device was noted to be off. It was reported that there was a "stopping thing where the arrow was up at a roof and there was an ¿I¿ inside of a circle on the upper left¿hand corner". It was indicated that the programmer was showing the battery was "tilted with little rays coming out of it and then it was the same battery icon". It was noted that programmer quit working. It was indicated that the programmer¿ ate up batteries like a maniac¿. It was indicated that after putting in new batteries in the programmer the screen was blank and was not working at all.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3037, serial #(B)(4), product type programmer, patient; product ID 3889-28, lot # j0349320v, implanted: (B)(6) 2004, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
About three weeks prior to report, it was stated the patient had a return of symptoms. No falls or traumas were reported in relation to the return of symptoms. The patient was set at 6.5v and could not feel stimulation. It was determined that stimulation was not on. The device was turned on and stimulation was increased to 10.5v. Information reasonably suggested the patient still did not feel stimulation at that level. There were no other programs for the patient to try. The stimulation was then turned off. As of the date of this report, it was stated the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. A surgery for (B)(6) 2013 was noted. It was unclear what the surgery pertained to. Additional information has been requested, a follow up report will be sent if additional information is received.